Event description:
It was reported during that the patient presented for an implant procedure. During the procedure, high pacing impedance and loss of capture was noted during the implant of the right ventricular (rv) lead. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and high lead impedance were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing and visual inspection were normal with no anomalies found.